Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure patient had a resolute onyx des implanted in the lad. Approximately 4 days post index procedure, patient suffered cardiogenic shock secondary to nstemi. The patient was hospitalized and treated with intubation and a blood transfusion. Approximately 5 days later the patient died. The investigator assessed the event is possibly related to the study device and not related to the anti-platelet medication.

Manufacturer narrative:
Lot number received. If information is provided in the future, a supplemental report will be issued.